Manufacturer narrative:
The brand name identified has not been cleared in the us, but is similar to the lifestent vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent vascular stent system products are identified. As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Vent, p.a., kaladji, a., davaine, j.m., guyomarch, b., chaillou, p., costargent, a.,¿goueffic, y. (2017). Bare metal versus paclitaxel-eluting stents for long femopropopliteal lesions: prospective cohorts comparison using a propensity score-matched analysis. Annals of vascular surgery, 43, 166-175. Http://dx.doi.org/10.1016/j.avsg.2016.10.058 . The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in an article in annals of vascular surgery titled, ¿bare metal versus paclitaxel-eluting stents for long femopropopliteal lesions: prospective cohorts comparison using a propensity score-matched analysis ', that 58 patients had 62 limbs treated with a bare metal stent. Reportedly, at 12 months follow-up, the number of stent fractures per limb in the bare stenting group was 15/42. Patient status is unknown.